Event description:
Event description: ecn event description: farapulse pvi has been performed in a pers. Af patient, both left sided veins were ablated without any issues, the direct maneuver was approached to find the ripv but only succeeded to find the rspv which was ablated without issues as well. To again search for the ripv, the lspv was wired again and the farawave catheter brought into flower shape and the rotated to the right side. Many repetitive attempts with the starter gw rosen advancing the gw out and bringing it back in were made in flower configuration with the device located to search for the ripv this was later identified as the most likely time/cause of perforation. Ripv couldn't be located and multiple catheter manipulations led to the loss of tsp, which was easily regained by quickly locating it with the gw, advancing the gw into the lspv, following up with farawave and faradrive, then the direct maneuver was repeated once more and the ripv was finally found. Ripv ablation went without any issues. As the patient was still in afib, the guidewire was left in the ripv with the closed farawave catheter 'parked' over the wire in the ostial/sleeve area for dc cardioversion, which was successful after the first shock. Exit block pacing was successfully performed for ripv and rspv, when revisiting the lspv for exit block pacing, the anesthetist warned about a drop of blood pressure and toe revealed a cardiac tamponade. Pericardiocentesis was performed and a pericardial drain inserted, approx 650ml of blood were aspirated and protamine was administered, finally the pericardium seemed dry with no more bleeding and will be reassessed in 6 hours if the patient remains stable. Patient was transferred to ICU for monitoring but is expected to recover. Patient present at time of event? Yes. Patient complications: pericardial effusion, cardiac tamponade. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? During the search for the ripv the guidewire starter rosen most likely perforated the la which according to the physician is the most likely reason for the pericardial effusion/tamponade. Medical or surgical interventions: pericardiocentesis was required to treat the tamponade, approx. 650cc of blood were aspirated until tee showed a dry pericardium, the pericardial drain will be reassessed in 6 hours and the patient has been admitted to the ICU for observation. Patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital?: no. Patient outcome: expected to fully recover. Device acquired from a distributor? No. Int additional questions: device 1: upn m004pfce21m402, model number null, lot or serial number (B)(6). Question: *(patient information question not applicable in european region/ canada) is patient information (patient identifier and age) available? If yes: provide information in the patient section of the form if no please specify why the information is not available from the facility answer: n/a. Device 2: upn m004pfce41m401, model number null, lot or serial number (B)(6). Question: please provide the lot/serial # as printed on the farawave connection cable attached to the handle. Please also include the 3 digits to the right of the 8 digit lot (12345678 xxx). Answer: (B)(6). Question: (patient information question not applicable in european region/ canada) is patient information (patient identifier and age) available? If yes: provide information in the patient section of the form if no please specify why the information is not available from the facility answer: n/a. Patient complications questions: question: how long had ablation been taking place when the patient complication was observed? Answer: approx 40 mins. All pvs have already been isolated, when the complication was observed. Question: was any resistance felt while maneuvering any catheters? If yes, please describe where and with which catheter(s). Answer: no. Question: what, if any, interventions were performed for the complication? Answer: pericardioscentesis with insertion of a pericardial drain was performed, approx. 650cc of blood were aspirated, protamine to antagonize the heparin was administered as well. Question: when was the effusion/ tamponade discovered? (Ex: prior to procedure, during transseptal, during ablation, after the procedure, etc?) Answer: after all pvs were ablated, during exit block pacing of the lspv, after the ripv & rspv have already been tested. Question: if the complication happened after the procedure: how long after the procedure was the onset? Answer: n/a. Question: if the complication happened during the procedure: where was the catheter located at the time and how long had ablations been performed? Answer: after approx. 40 mins of la dwell time, with all pvs already ablated the complication was discovered with the catheter located in the lspv for exit block pacing. Question: was a perforation location confirmed? If yes: where was the perforation and please provide imaging if possible answer: according to the physician, the most likely location is right sided in proximity to the ostia or carina. Question: was the patient admitted to the hospital or was an existing hospitalization extended due to the complication? (Or for any treatments related to the complication?) Answer: patient was already hospitalized for the pvi but will remain hospitalized longer than initially planned for prolonged observation question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot# answer: bsc starter guidewire rosen, m001491560, lot 8939661. Question: was a boston scientific (tsp) access product used with the procedure? If yes: please provide the upn and lot number of the tsp product. If yes: are the tsp devices available for return? Please provide shipping tracking number if available. If no: please provide the reason for no device return. Answer: yes, versacross connect access solution for faradrive, vxak3041, lot 36644397. Time of event: during procedure.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.